Event description:
Event #1 [redacted date]: infant has a uvc central line. Tpn leaking from sigma tubing y-site, closest to the baby. Lot number unknown, tubing unknown, known to be baxter. Event #2 [redacted date]: tpn filter tubing found to be leaking out of access port. Provider notified and fluid/line change done promptly. Tpn had to be discarded and clear ivf started. Lot number unknown, tubing unknown, known to be baxter. Central line infection rates in the neonate population at (B)(6) site continue to be escalated and correlate with these leaking events (other factors also considered). Manufacturer response for IV tubing, unknown (per site reporter), ongoing, and escalated to the FDA.